Event description:
It was reported that during a routine device change out procedure, the pulse generator stopped pacing after being exposed to electrocautery and the patient had no intrinsic rhythm. The device was explanted and replaced successfully.

Manufacturer narrative:
Analysis was normal.